Event description:
I had insorb staples used to close my c-section on (B)(6) 2023. Within two weeks, my wound re-opened and my body began spitting out the staples. I had green pus coming out of one side of my wound and it took over 6 weeks for my wound to close externally. I had my ob(obstetrician) clip off visible staples at 4 weeks post partum after coming down with a 101 fever. I was also given oral antibiotics to fight infection at that time. I'm now 10 months post partum and can still feel and squeeze parts of the staples out of my skin. They've never fully absorbed/dissolved and are still hanging out under my skin, causing irritation. My scar will forever look terrible because of the staples malfunctioning and I have skin that overlaps because of it. I would never recommend anyone getting a wound closure with insorb staples. Refer to add'l documents in i2k.